Manufacturer narrative:
No product has been returned for evaluation. Should new info becomes available a follow up MDR will be submitted.

Event description:
Received info stating pt was in a car accident and was taken to the hospital due to low bg's.